Manufacturer narrative:
Patient identifier: requested, not provided. Age & date of birth: requested, not provided. Patient sex: requested, not provided. Weight: requested, not provided. Ethnicity: requested, not provided. Race: requested, not provided. Implanted date: device was not implanted, explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the glidesheath slender fractured upon advancement. Additional information was received on (B)(6) 2022: the procedure for the patient was r2p. To resolve the issue the physician gave nitro and pulled back. The physician was able to remove all the sheath, including any fractured pieces apart from the sheath. The patient condition was stable. There was no equipment or other devices used with the reported product. The original intended procedure was able to be completed. Another long destination slender was used, performed and intervention. User facility reported that the dilator may have not been in the sheath when extracting and moving. The entire sheath was removed.

Manufacturer narrative:
One r2p was returned for product evaluation. The returned sample included the dilator and sheath. The sample was subjected to visual analysis. The dilator was fully inserted into the sheath. The swage band was found to be intact. The length of the 1st piece was 69.2cm from the sheath hub. The coil began to unravel at 68.7cm from the sheath hub. The pebax outer covering appeared to be absent also at 68.7cm from the sheath hub. The second piece was found to be 107.1cm long. The coil starts unraveling from 105.5cm and ends at 109.3cm from the sheath tip. There was a kink at 5.4cm from the sheath tip. A pinch was found 18.5cm to 20.3cm from the sheath tip and the sheath was found to be stretched from 12 to 93.7cm from the sheath tip. There was damage on and around the sheath tip. The complaint can be confirmed for mechanical separation. The exact root cause cannot be determined. The likely root cause is continued attempts at withdrawal in the face of resistance. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Non-conformance was initiated for the risk level increase.